Event description:
It was reported that the large hem-o-lok clip applier instrument had a broken shaft at the tip. There was no report of patient harm due to this event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The large hem-o-lok clip applier instrument was analyzed and found to have a broken main tube approximately directly at the distal tip. Components adjacent to this broken main tube do show damage. Additional findings related to the customer complaint: the instrument was found to have dislodged proximal clevis with potential detached fragments. The proximal clevis does show abrasions scratches on the outer surface. Components adjacent to the broken clevis showed damage. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.